Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow up complaining of shortness of breath. It was noted that the patient had a valve replacement prior to pacemaker implant. The right ventricular lead exhibited intermittent capture and a high degree of threshold variability. Micro-dislodgement of the lead was suspected. Programming intervention were made. The patient was in stable condition.